Event description:
The customer alleged while the ventilator was operating on a patient, the patient became extubated and the ventilator did not alarm. It was reported that the patient circuit was laying on the patient's chest. The caregivers reconnected the patient to the vetilator and the patient responded very slowly, and then expired. The patient was checked in on a half hour previous to this incident, and all conditions were normal. The unit was taken by the medical examiner and put into quarantine. The device has been temporarily taken out of service in order to conduct an investigation. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.